Event description:
The customer originally returned his olympus endoeye hd ii loaner device due to the unit being unable to white balance. There was no patient involvement during this event. During the device evaluation, it was discovered that the unit was producing a green image. This report is being submitted to capture the discolored image noted during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was producing a green image due to a defective insertion tube. Additionally, the light guide fibers were damaged. The light guide tube was scratched, and the unit was unable to white balance ¿ confirming the user¿s report. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed green image issue could not be determined, however, the issue was likely the result of a faulty charged coupled device (ccd) due to stress. Olympus will continue to monitor field performance for this device.